Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the proximal clevis hub. Clevis did not exhibit any wear. Broken strands stuck out the wrist. Other cables at wrist were not damaged. The crimp was not missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, it was observed that the small grasping retractor instrument had wires sticking out near its clamp. There was no report of any patient harm involving the reported instrument and there was no report that any fragment(s) from the instrument fell into a patient during a da vinci surgical procedure.